Event description:
A journal article was reviewed that contained information regarding an implantable cardio defibrillator (ICD). Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: pacing inhibition, oversensing, and cautery-induced electromagnetic interference (emi) causing oversensing by the device. Devcie status is unknown, although it appears that the device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "suppression of cautery-induced electromagnetic interference of cardiac implantable electrical devices by closely space bipolar sensing." Anesth analg 2011; 112:1358-61.